Event description:
The manufacturer was contacted regarding the remstar auto a-flex with humidifier device. According to the repair work order, the patient was provided with a replacement device and performed a final cleaning before visiting perth CPAP, where black particles were discovered in the water tank and spout. The patient reported no particles in the hose or nosepiece and confirmed that no black particles were observed during any previous cleanings. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.